Event description:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, open and short circuits were noted resulting to a decreased in performance. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.